Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No how much blood was lost (ml)? Few ml (can¿t know the exact value) did the patient require a transfusion? No was there any patient consequence or change in the post-operative care of the patient as a result of the event? The surgery procedure last more than expected. The procedure was completed by applying a manual suture in order to make the previous suture stronger. How long was the procedure prolonged (minutes)? 10 minutes necessary for the buttress suture was there a change in the post-operative care related to the prolonged procedure? No ae after the procedure. No change in the post-operative. The analysis found that the ec60a device was received in good visual condition and without a reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a hemicolectomy procedure, the device combined with a white reload was used on a vessel and the suture was not hemostatic. Subsequently the stapler was used with a blue reload and the same event occurred. The suture was buttressed with a manual suture. There were no adverse consequences for the patient reported.